Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiogenic shock and patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4) could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2023 due to cardiogenic shock. Multiple attempts were made to obtain additional information from the customer regarding this event; however, no additional information was provided. Hm3 lvas, serial number (B)(4), was not returned for evaluation. If the pump is returned at a later date, this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. No further information has been provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to cardiogenic shock on (B)(6) 2023.